Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump displayed haziness on the screen. The customers blood glucose level was unknown at the time of incident. Customer also stated that the insulin pump rejected new batteries, there was grinding while rewinding, slower during rewind and bad battery alerts. Customer declined helpline assistance. The insulin pump will not be returned for analysis.